Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2013-06203 / 03397 / 03396 & 2016-02563. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a right hip revision procedure approximately thirteen months post-implantation due to unknown reasons. During the procedure, the acetabular component was removed and replaced with a custom triflange component.